Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the ion-selective electrode (ise) module and replaced the carbon bridge to resolve the issue. The fse verified instrument operation. Customer demographics (weight, date of birth, age) were not provided.

Event description:
The customer obtained false low sodium (na) results for two (2) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on the same dxc and obtained na results within the normal reference range for the patients. The false low sodium results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.